Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached, and indicates: issue: as per customer e42 error action taken: on inspection found power board failure in the unit. Replaced flex cable jumper front receptor and pcba crossfire 2 powerboard. Final report: unit is working fine and tested for several hours. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire isolation power supply failure use error: console is sterilized or disinfected use error: console cleaned with incompatible products the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.